Event description:
On may 15, 2008, it was reported to boston scientific corporation that a male pt (age and weight unknown) was successfully treated with a prolieve thermodilatation kit in 2008, as part of a study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the pt experienced the following anticipated symptom following his treatment with prolieve: erectile dysfunction at unspecified dates between treatment and an interim visit in 2008. Reportedly, no treatment reported, symptom resolved by 3 month visit in 2008.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.